Event description:
It was reported that during central processing, the 30-degree endoscope plus instrument's patient end had a chip in metal, causing it to be sharp. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was noted when the assistant was using ulta-stop on the sponge. The scope scratched the sponge, and that was when the assistant noticed the chip/sharp bit. The instrument was not used on the patient. It was noticed before being put inside the abdomen. There was no injury to the patient. The damage did not result in a fragment falling inside the patient's anatomy. It was presumed to have happened before that point. No images of the endoscope are available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The 30-degree endoscope plus was analyzed and visually inspected and found with mechanical damage the scope¿s distal tip. Additional unrelated observation(s) not reported by site: the endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits.

Event description:
Refer to h11 for follow-up information.